Event description:
During a pta treatment procedure, the inner shaft of the ultra thin diamond glidex balloon fractured. The lesion being treated was a severaly calcified, 80% stenotic lesion in a moderately tortuous left superficial femoral artery. The physician used a 5f introducer sheath for right femoral artery vascular access and it is noted that the physician met resistance during his attempts to cross the lesin with this device. The procedure was successfully completed. No pt injuries or complications were reported. Pt status reported as 'good'.